Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effect of hospitalization and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: article titled, clinical outcomes of percutaneous mitral valve repair with mitraclip for the management of functional mitral regurgitation.

Event description:
This is filed to report re-hospitalization post clip implantation. It was reported through a research article from seven studies with 1174 patients identifying mitraclip devices that maybe be related to death post clip implantation. Specific patient information is documented as unknown. Details are listed in the attached abstract titled, clinical outcomes of percutaneous mitral valve repair with mitraclip for the management of functional mitral regurgitation. No additional information was provided.